Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: manufacturing process issue with the cable assembly. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: poor 2d , colour and 3d imaging.